Manufacturer narrative:
One stent was received in a specimen vial. The stent was visually inspected and the stent was observed with foreign matter. The foreign matter was removed from the stent to complete dimensional testing. The stent was dimensionally measured for outer diameter and was found to be conforming. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a micro-filtration device was removed during a secondary procedure. Additional information was requested.